Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The biomed is reporting the esprit ventilator is displaying errors consistent with random-access memory (ram) test and gas supplies lost: safety valve open alarm. The remote manufacture service technician advised the biomed they have a possible central processing unit (cpu) board problem. The remote manufacture service technician emailed the customer the end of support letter for esprit ventilator. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer is reporting they are retiring the esprit ventilator and removing it from service.